Manufacturer narrative:
H6: off-label; age<21 years old and acd<3.00mm at the time of implantation. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 vticmo_12.6; -11.0/2.5/089 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6)2024. The lens was reported as having low vaulting without rotation. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem.